Event description:
On (B)(6) 2010, patient reported the down button on his infusion device was not functioning properly. This was noticed approximately 1 week prior when attempting to bolus. During troubleshooting call, the up button responded intermittently. And the down button did not respond. Functioning of down button was intermittent at first but is now happening consistently. Patient has used this infusion device for 3 years and boluses 6 times per day. Buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.